Event description:
Caller alleging discrepant low inratio readings x2. (B)(6) 2015 inratio 1.2 (B)(6) 2015 lab 2.7 (B)(6) 2015 inratio 1.4 patient's therapeutic range 2-3. No reported medication changes. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.